Event description:
Approximately nine days post treatment with bovine collagen, the pt experiened burning sensation and bumpiness on one area of injection. The physician prescribed prednisone for the symptoms.